Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer' parent reported via phone call indicating that the customer experienced high and low blood glucose ranging from 500 to 43 mg/dl. The customer was treated for the high blood glucose with a soda and chocolate. The parent states that cause of the low blood glucose was from the customer refusing to finish their dinner due to loss of appetite. The parent declined troubleshooting the issue. The customer did not return the product back for analysis.